Event description:
Allegedly per dr. Murphy, "both hips bother him, left worse than right. His left hip has a 15s renaissance stem with a long varus cobalt chrome neck. When tested, his serum chromium level was 2.7 and his cobalt level was 4.3. His leukocyte transformation testing showed reactivity to nickel. His mars mr shows synovial expansion and thickening. I have now advised revision of the modular neck made of cocr alloy to one made of ti alloy. Left hip. Add'l info rec'd (B)(4) 2014: left hip revised.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00413.